Event description:
It was reported that this right ventricular (rv) lead exhibited noise, when trying to explant the rv lead, it got damaged in the distal section, therefore, rv lead had to surgically abandoned. A new lead was placed. No additional adverse patient effects were reported.